Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited rising thresholds, intermittent capture, and no capture. It was confirmed by x-ray that the rv lead was dislodged. It was noted there was no slack in the rv lead, and the tip was barely in the right ventricle. The rv lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the physician suspected the rv lead dislodged due to twiddlers syndome.